Manufacturer narrative:
A 4mm saber rapid exchange (rx) was used for a plain old balloon angioplasty (poba) case. The lesion was the superficial femoral artery which had chronic total occlusion. The saber percutaneous transluminal angioplasty (pta) was used and ruptured at ten atmospheres (10 atm). There was no reported patient injury. There was no vessel tortuosity noted. The calcification of the lesion was severe, and the percentage of stenosis is 100%. The device was brought on the day of the procedure. It was stored, prepped and handled as per instructions for use (IFU). The device was prepped normally, and it maintained negative pressure. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. Prior to the insertion, there were no kinks or damages noted. The contrast to saline ratio was 1:1. A non-cordis indeflator device was used. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The catheter was not in acute bend. No unusual force was used at any time during the procedure. The product was removed easily and intact (in one piece) from the patient. The physician did not perform additional inflation after the balloon ruptured. A stent was implanted, and the procedure was completed.the product was not returned for analysis. A product history record (phr) review of lot 17681659 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics such as severe calcification and 100% stenosis may have contributed to the reported event as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 4mm saber rapid exchange (rx) was used for a plain old balloon angioplasty (poba) case and the lesion that was used is the superficial femoral artery which had chronic total occlusion. The saber percutaneous transluminal angioplasty (pta) was used and ruptured at 10 atmospheres (atm). There was no vessel tortuosity noted, the calcification of the lesion was severe, and the percentage of stenosis is 100%. The device was stored in a cardboard in room temperature inside the cath lab. The device was brought on the day of the procedure. It was stored, prepped and handled as per instructions for use (IFU). The device was prepped normally, and it maintained a negative pressure. There was no difficulty felt when removing the stylet or any of the sterile packaging components. No difficulty was also felt when removing the product from the hoop or the protective balloon cover. Prior to the insertion, there were no kinks or damages seen. The contrast to saline ratio was 1:1. A non-cordis inflator device was used. There was no resistance/friction observed while inserting the balloon through the rotating hemostatic valve. The catheter was not in acute bend. No unusual force was used at any time during the procedure. The balloon catheter was easily removed and was removed from the patient¿s office in one piece there was no reported patient injury. The physician did not put additional inflation after the balloon ruptured. A stent was implanted, and the procedure was completed. The device will not be returned for analysis as it was already discarded.